Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting out of range impedances measurements that were greater than 2000 ohms. Isometrics and pocet manipulation could not reproduce any issues. All other measurements were stable, however a little baseline noise was observed on the presenting electrogram. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be seen again in one month for evaluation. Should additional information become avaiable, this report will be updated.

Manufacturer narrative:
One month later, the patient was brought to the cath lab, the pocket was opened and the physician observed that the rv pace/sense terminal pin was not fully inserted into the device header. The physician reconnected and tightened the setscrews. All testing performed was normal following the revision.